Event description:
Customer complained about sensor reading discrepancies. Customer stated that the sensor was reading 106 mg/dl, but her blood glucose value was 150 mg/dl. Customer stated she was doing something and stopped the insulin pump and got down to 39 mg/dl and the insulin pump never went into threshold suspend. She also saw some differences on the most readings. Sensor glucose 213 mg/dl and blood glucose 280 mg/dl also sg 246 mg/dl and bg 360 mg/dl. The transmitter passed the test plug procedure. Nothing further reported.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.